Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose on (B)(6) 2020. Customer's blood glucose level was over 500 mg/dl at time of incident. Customer treated with insulin drip and manual injection. Customer perform self test and it was passed. The insulin pump will not be returned for analysis.